Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with a highest blood glucose of 347 mg/dl and values above range for about 1.5 hours; there were no alarms, insulin delivery was not interrupted, the infusion set showed no leaks or issues, and troubleshooting and education were completed, including advising against announcing extra meals for correction. Symptoms included elevated blood glucose without reported acute complications. Outcomes included no use of backup therapy, no ketone testing, and no need for professional medical intervention. Investigation included case review and user-reported device assessment. Investigation of this case revealed an unclear etiology for the hyperglycemia, with device function appearing normal and insulin delivery ongoing as glucose trended down. It was concluded, based on previously established findings for similar reports, that the cause was unclear.